Event description:
Spinal drain silicon catheter broke off in patient body during placement. During spinal drain placement (requested by vascular surgeon), the intrathecal space was appropriately reached with procedure needle which was confirmed by free-flowing cerebrospinal fluid (csf). When the spinal drain catheter was being threaded, there was a resistance so the catheter was removed. When catheter was being removed, there was a very mild resistance and sudden "pop" was felt. When the catheter was removed, it was noted that 2-3 cm of silicon tip was missing. The teams and anesthesiologist in operating room were all updated. It was verified that the guide wire was fully intact and did not break off in patient body. Given that a small silicon piece should not cause major issues at this time and given the urgent nature of the surgery and need for spinal drain, a spinal drain was placed on second attempt without issues. The lot number for the spinal drain was 6454662 (expiration 2/9/2026).